Event description:
Lexion medical insuflow gas conditioning device overheated and blew smoke into the pt's abdomen during a robotic hysterectomy surgery. After the source of the smoke was discovered, the surgery was completed without further incident. No apparent or immediate harm to the pt was found. Lexion was notified via the company rep. The device along with the control box and the affected lot were returned to lexion for eval.